Manufacturer narrative:
Nformation references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with a neurostimulator (ins ) for spinal pain. It was reported that the patient¿s lead felt like the lead to the right was poking him in the neck. The patient stated that stimulation was felt in the back of the head and neck and not the correct location. The physician confirmed the lead needed to be revised from reviewed x-rays. The lead was explanted and replaced. The lead was placed on the left side of the other lead and stimulation was now in the correct location. No further patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that it was assumed the lead was placed incorrectly. After the lead was pulled out, the poking and pain were gone. No further complications were reported as a result of this event.